Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode for this customer. Basthis device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken front cover, right iui and latch module. Replaced crack rear case, barrel clamp and status indicator lens and replaced contaminated latch module. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 23aug2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.ed on the findings, service determined that the probable cause of the reported issue was due to wear of the cover front syringe.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.